Event description:
It was reported that there is a crack in the handpiece housing and the handpiece didn't work. Case details were unknown.

Manufacturer narrative:
Eval summary: the handpiece was returned with a loose mount and the nose cone cracked. The handpiece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.